Manufacturer narrative:
Evaluation: device evaluation was not performed as the cause of the reported complaint cannot be determined by product testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference manufacturer reports: 1627487-2011-01057 and 1627487-2011-01062. The pt received her scs system, including an ipg, two percutaneous leads (from two separate lots), and two anchors (from the same lot) on (B)(6) 2010. It was reported that the physician explanted and replaced the pt's ipg (reference manufacturer report: 1627487-2011-01056) and leads on (B)(6) 2010. It was reported that both of the pt's leads had migrated. The leads were replaced with one different model lead. The explanted leads were returned to the manufacturer for analysis. No further information is available.